Manufacturer narrative:
The returned valve was patent, and it met all of the requirements for the siphon, reflux, leakage, pressure-flow, and preimplantation tests. Additionally, the valve was able to adjust to all pressure-level settings with one attempt. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve that was implanted on (B)(6) 2014 was explanted on (B)(6) 2014 because the neurosurgeon could not adjust the valve's pressure-level settings, and the current setting was not flowing enough for the patient. The patient was reported to be doing good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).